Event description:
Pt was undergoing a cauterization of a lt ear squamous cell lesion. A flame occurred while the surgeon was using the hand held held cautery, and the flame extinguished. Silvadene ointment was applied to the burn.